Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient is not receiving effective therapy and the therapy strength is decreasing on its own due to high impedances. As such, surgical intervention was taken and the extension was explanted and replaced to resolve the issue. The ipg was also explanted and replaced during that procedure related manufacturer number: 1627487-2024-00095.